Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. During the investigation, mmd found that the pump pcb board had failed, which caused the no flow in alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm no flow in as expected. They stated that it failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any adverse effect on a patient. [Complaint(B)(4).